Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the device was unable to retain its battery power while the battery was changed out. The incoming test was performed on the automated test console ts4 and it passed. Analysis did note that the battery contacts were contaminated and that the device was missing parts on its back side. The battery power and changing sequence were checked on the workbench and there were no observations. The device passed all tests with no visual or electrical anomalies observed, the device conforms to specifications. (B)(4).

Event description:
It was reported that the external pulse generator was not retaining its battery power when the battery was being changed out. The generator was returned for service. No patient complications have been reported as a result of this event.